Event description:
User reported an unexpected change of calibration factors in some assays just after upgrading software on the event date. This issue occurred again two months later. Different analytes were involved different days: two months prior, iron, igg, phenytoin, and crp were affected. In 2008, amphetamine, ethanol, glucose and valproic acid were affected. No sample values were provided. User does not state the patients were adversely affected. If additional info is received, appropriate notification will be provided.